Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed, and subsequently a malfunction alarm occurred. Customer¿s blood glucose level was 163 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.